Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed, and the returned product did not exhibit the event described in the complaint. The instrument underwent external and internal visual inspections. No cable issue was found. Failure analysis (fa) found additional observations not reported by the customer: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The instrument was found to have a broken main tube approximately 35mm from the distal tip. A piece measuring proximately 4mm x 5mm was not returned with the instrument. The main tube adjacent to this breakage have multiple scratches. The proximal clevis adjacent to this broken main tube was found to be dislodged.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the 8mm cadiere forceps instrument had a broken cable. The procedure was completed with no reported injury.